Event description:
Per the clinic, the device was explanted to facilitate treatment of a cholesteatoma. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the initial MDR submitted on april 4, 2011, was filed inadvertently. No device malfunction or serious injury has occurred. This report is filed october 31, 2013. Device implanted device remains.